Event description:
Device issue: difficult to inflate, dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent embedded in vessel. Onset of adverse event: during the procedure. It was reported that after a 2.75 x 15 xience v stent was inplanted in the left circumflex artery, a 3.0 x 23 xience v stent was inserted in the left anterior descending (lad) artery, but the xience balloon would not inflate. The pressure in the xience balloon was increased to 20 atms, inflating the proximal and distal edge of the stent, but the middle segment of the stent would not inflate. As the xience v was being removed from the pt, the stent caught on the guiding catheter and dislodged. An nc voyager was inserted, but was unable to cross the lesion. A non-abbott stent was inserted and deployed next to the dislodged xience stent which embedded the xience stent into the vessel wall in the lad artery. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.